Event description:
It was reported that the patient underwent surgery in 2007, to repair pelvic organ prolapse. The patient subsequently experienced painful intercourse and incontinence of urine. The following year, the patient underwent another surgery, and it was found that the mesh had eroded and it was removed. In 2009, the patient underwent a third surgery due to continued pelvic pain, painful intercourse, and incontinence of urine. No additional information is available at this time.

Manufacturer narrative:
Dyspareunia, exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.